Event description:
The reporter stated the surgeon implanted an 12.5mm icm125v4 implantable collamer lens in 2009, in the patient's right (od) eye. The lens was explanted in the same month, due to excessive vaulting. The lens was exchanged for a shorter lens. Subsequently the patient experienced elevated iop, narrowing of the angle and shallowing of the anterior chamber. An iridectomy was performed prior to surgery.